Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm magna pericardial valve, implanted in the aortic position, underwent a valve-in-valve procedure after an unknown implant duration due to stenosis and insufficiency. The tavr was performed with a 23mm 9750tfx transcatheter valve.

Event description:
It was reported that a patient with a 25mm 3000 aortic valve implanted for 14 years and 9 months underwent a valve-in-valve procedure due to stenosis and insufficiency. The procedure was performed with a 23mm 9750tfx transcatheter valve.

Manufacturer narrative:
Manufacturer narrative: updated sections: a1, a2, a3, b5, d1, d4 model number, serial number, expiration date, and UDI, d6, g4, h4, h6 type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors. H11-corrected data: section h5 from no to yes.